Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on 12-apr-2024. Event occurred within 3 hours of insertion. The insertion site was at abdomen and thigh. The blood glucose level at time of event was noticed 423mg/dl and patient resolved it by replacing infusion set and resumed insulin deliveries successfully. Patient was hospitalised for high blood glucose and blood glucose level was 406 mg/dl during hospitalisation. Patient was treated with intravenous and fluids of saline, pain medication and zofran. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 2 of 2. E1: patient city: (B)(6). Patient country: united states.